Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Primary operative notes provided state there were no intra operative complications. Revision operative notes provided confirm that patellar implant was loose and all pegs were broken. Office notes provided states that patient twisted her knee and then started experiencing pain, decreased rom, instability, swelling. X-ray evaluation prior to revision surgery stated that patella is very thin and slightly laterally tilted and patellar component loose as the patellar pegs sheared off component. X-rays provided to us were not sent for review given the detail of dictation provided in the revision report. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal that patient underwent a knee arthroplasty and subsequently, following his surgery, the patient's left knee would 'give out' and he suffered from severe pain and swelling in his left knee. Seven years, six months post implantation, the patient underwent a left knee revision of the patella only. The patellar implant was found to be loose and the pegs were broken. All the implants were removed.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient began to experience instability, pain, swelling, joint effusions, decreased range of motion, quadricep atrophy, and difficulty walking about seven years and six months post implantation. Radiographic imaging displayed osteolysis, loosening of the patellar implant, and a hematoma. The patient underwent a revision where the patellar pegs were found sheered off the implant. The patella was explanted, a lateral facetectomy was performed, and a soft tissue flap was developed from underneath the quadriceps tendon and sutured around the rim of the patella leaving an opening from the medial side. The pouch was then packed with cancellous allograft bone chips and closed without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a4, b4, b5, b7, d1, d2, d3, d4, d5, dd10, g3, g6, h1, h2, h3, h11. D10: additional associated products. 141356 bm fnd tib ty pol cocr pc 83mm lot# 868910. Unk femoral lot# unk. Unk articular surface lot# unk. The updated investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.